Manufacturer narrative:
Patient identifier - no patient involvement. Age & date of birth - no patient involvement. Sex - no patient involvement. Weight - no patient involvement. Ethnicity - no patient involvement. Race - no patient involvement. Implanted date: device was not implanted. Explanted date: device was not explanted. One 45 cm 7fr destination shelf box was received for product evaluation. Inside the shelf box was the pouch, packaging tray, the dilator, and the sheath with the sheath hub assembly. Prior to opening, the shelf box was subjected to visual analysis and damage was noted on the box. There were several bends and wrinkles noted along the folds of the box on the front and back sides. On the backside of the shelf box, near the center toward the top edge of the package, was a wrinkled circular deformation. The pouch was removed from the shelf box and it was noted that the pouch was returned opened. The packaging tray was removed from the pouch and all components in the tray were subjected to visual analysis. There was damage noted on the sheath at the holding points in the packaging tray which is about 6-7cm from the sheath hub. The dilator did not have any damage or gross anomalies. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that improper handling of the package caused the damage on the sheath and a longitudinal bending force likely caused the holding points to push into the sheath, creating the damage found on the sheath shaft. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath was received crushed in the plastic holding tray. The sheath was not contaminated with any bodily fluid. They opened the device to use as a demo. There was no patient contact. There was no procedure.